Manufacturer narrative:
Correction: MDR-3009897021-2016-00016_94969-iss reported date of event as (B)(6) 2016. The correct date of event is (B)(6) 2016. Based on the additional information obtained regarding the device, kci's assessement remains the same; it cannot be determined if the alleged necrosis is related to v.a.c. Freedom® therapy.

Event description:
On (B)(6) 2016, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2016, the device was placed with the patient. On (B)(6) 2016, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. There was no fault found with the device or the returned power cords.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged necrosis is related to v.a.c. Freedom therapy. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On (B)(6) 2016, the following information was reported to kci by the receptionist: the receptionist alleged the unit was experiencing technical issues which had delayed wound healing. On (B)(6) 2016, the following information was reported to kci by the nurse practitioner: the nurse practitioner alleged that the unit was experiencing technical issues and had to be swapped out with new unit. Two weeks after the swap the patient developed necrosis, and had to undergo a transmetatarsal amputation on (B)(6) 2016. The nurse practitioner could not confirm if the v.a.c. Freedom therapy caused or contributed to the necrosis, and stated that the patient's co morbidities might have been a factor as well. A device evaluation of the v.a.c. Freedom therapy unit is currently pending completion.